Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, a spiral dissection occurred. The 80% stenosed and 50mm long target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.0mm. The physician used a 2.75x12mm apex balloon to pre-dilate the target lesion, which resulted in a spiral dissection. The physician completed treatment of the target lesion and the spiral dissection with placement of a 3.0x24mm ion stent, a 3.0x38mm ion stent and a 3.0x16mm ion stent, resulting in 0% residual stenosis following post-dilation. This event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).